Event description:
While in cuv, it was noted that there was a kink in the connector. Due to "slip or misplacement of the coil in the tubing." This causes tubing to kink. Changing the pressure. We removed the remaining pleur-evacs and notified sales rep and purchasing dept at hosp.